Event description:
Report received from (B)(6) stating that the device was displaying error message on console and would not rotate. It is known that the device was used in surgery. No injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).